Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and debris under window.

Event description:
The customer reported via phone call that the reservoir and battery compartments had missing plastic and there was a piece of something inside the insulin pump under the lcd screen. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.